Event description:
The user facility alleges that, during an audit for the mask shape, they had eight units that the 22mm connector was out of round and could not be fitted to the resuscitator. Product not used on patient.